Event description:
According to the reporter, prior to use, the thread had been cut from the first. No patient involvement.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of two devices. The visual inspection of the returned noted two needles and two sutures. The two needles were observed to be attached to the two sutures. A tactile and microscopic inspection of the sutures was performed with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. As no sealed products were returned, functional testing was precluded. If information is provided in the future, a supplemental report will be issued.